Event description:
It was reported that the cassette attachment error message appeared. Per reporter, the event occurred during use with the patient at the patient's home. There was patient involvement, and no adverse/harm event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous related repairs. Visual inspection was performed. The reported complaint was confirmed by the downstream occlusion test. The probable cause was a damaged a downstream occlusion (dso) sensor. The dso sensor was replaced to fix the issue. The device then passed all tests after the repairs.